Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty barcode scanner. The field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a scanner failure, the scanner port was loose and did not accept a scan. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.